Event description:
A customer reported unexpected negative reactions on capture-r ready screen (crrs) I and ii on the galileo.

Manufacturer narrative:
Customer attributed the issue to the weak expression of the anti-fya in the original sample. A different sample drawn on the same patient was tested on the galileo using the same lots of capture reagents detected the fya antibody. Cannot rule out sample as the cause of the unexpected negative reaction. Pi lab confirmed the reactivity of the fya antigen on retention capture-r ready-screen I,ii (crrs 2), lot x355 using retention capture-r ready indicator red cells (crrirc), lot 221763 and anti-fya 607009 (1:8). Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. The customer did not submit any products or samples for further serological investigation.